Event description:
A Replace sensor error message was reported with the Abbott Diabetes Care (ADC) device and the customer was unable to obtain glucose readings. The customer experienced fatigue but was able to self-treat with sugar drink for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.